Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had the device implanted back in september and by thanksgiving day they had it taken out because it was infected. Patient stated they were in the hospital and 3 days before that they found out it was very infected so they had to remove it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). As resolution for the infection, they stated antibiotics and home health with wound vacuum-assisted closure (vac). They also included the medical notes. Their current medications include corticosteroid, oxazolidinone antibiotic, cefalexin, vitamin b12, ubiquinone, tetracycline antibiotic, omeprazole, atorvastatin, tamsulosin and mirabegron. The history of present illness include patient was reporting requiring device explantation on (B)(6) 2025 for wound infection. Now with visiting home nurse with visiting home nurse performing daily dressing changes and continues on cephalosporin antibiotic. Continues on mirabegron. Wearing 4 pads daily. Symptoms have worsened slightly over the past year or so. They were moderately bothered. They continue on tamsulosin. Urinary bother score 9out of 10. They were there for long discussion regarding urgency incontinence that remains severe and debilitating. Vital signs were taken and general examination was conducted. Assessments included urgency incontinence and wound infection. All pertinent positives in regard to review of systems are identified within the history of present illness. Urinary urgency and urgency incontinence with persistent severe debilitating urinary symptoms status post full device implant on (B)(6) 2025 and subsequent implant infection requiring device explantation on (B)(6) 2025. Nocturia. The plan was timed voiding with pelvic exercises continue with visiting home nurse and daily dressing changes and add wound vac to be applied by the visiting home nurse. Finish cephalosporin antibiotic th r. Follow up 6 weeks to review and reassess. Treatment for wound infection was skilled nursing to perform daily wound care including dressing changes and wound vac. CT of abdomen and pelvis with contrast was done. Finding was cysts within the liver otherwise unremarkable. Right posterior lower back neural modulator device with leads projecting through the sacrum. There was induration about the narrow modulator, however no abscess was seen. Induration may relate to recent device placement, developing infection not excluded. The patient was admitted on (B)(6) 2025 for an infected bladder stimulator. Patient denies any significant pain but states that they had been feeling very weak with difficulty ambulating and had a fever a few days ago. They had a bladder stimulator placed in their right flank a couple of weeks ago. They state that the area of insertion was warm to the touch and somewhat painful if they press on it., they denied any vomiting but has felt nauseous with a decreased appetite. They were found to have a leukocytosis and so was started on IV doxycycline and a CT abdomen and pelvis was performed. This reported some induration in the right flank area but no abscess. Patient was evaluated by infectious disease, recommending vancomycin instead of doxycycline and urology consult for a bladder stimulator explant. Therefore, patient was requested for transfer for urology evaluation and management. On arrival, patient has no acute complaints and states that overall, they did feel much better. They were afebrile with a blood pressure 143/69 and heart rate in the 60s. Assessment and plan was infection associated with urinary electronic stimulator device, sequela admit to med/surg with telemetry, vitals routine, bathroom with assist, CT as above, no associated abscess. Initially admitted on (B)(6) 2025 and evaluated by infectious disease. Documentation reviewed, recommendation for IV vancomycin as well as explant of the bladder stimulator. Stable on arrival. Blood cultures ordered. Labs obtained. Lactic acid within normal limits at 1.0. Broad-spectrum empiric IV antibiotics monitoring/dosing to avoid toxicity with vancomycin and cefepime. Pharmacy consult for vancomycin trough. Consider consult to infectious disease if indicated. Consult placed to urology. The patient with bladder incontinence status post electronic stimulator placement (B)(6) presented on (B)(6) 2025 for redness swelling and pain at insertion site area was warm to touch, no fever no chills patient reportedly had temperature of 101 at home, in the emergency room patient was afebrile, wbc 10.49, CT abdomen and pelvis without acute findings patient was taken to the or with complete removal of the stimulator by urology. Intraoperative cultures taken and currently started on IV vancomycin and IV cefepime infectious disease asked to evaluate patient. Examination stated surgical wound was draining minimally. The penrose drain was re moved. There was no evidence of cellulitis. Impression was the patient was progressing postoperative day 1 following removal of the infected device. Recommendation was that patient may shower with the wound open. Dressing change daily. Wound care consult was placed. Antibiotics as per admitting team. From urologic perspective patient was ready for discharge. They will require outpatient follow-up with their urologist. Following procedure the hcp discussed with patient and patient representative the findings as well as necessary follow-up. They advised that the device was grossly infected. They advised them that the neurostimulator and tined leads were removed intact and that they will need outpatient follow-up with their urologist following discharge for wound management and continuity of care. Questions were answered to their apparent satisfaction. They would recommend that the patient stay overnight so that they can be reevaluated in the morning. Infection associated with urinary electronic stimulator device, sequela infected electronic stimulator site after placement on (B)(6) status post complete removal of electronic stimulator. Urinary incontinence. Plan to continue vancomycin and cefepime for now monitor renal functions and electrolytes. Monitor operative culture for antibiotic adjustment likely patient will require oral antibiotics based on results of culture and sensitivity. Wound care and penrose removal per urology.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.